Manufacturer narrative:
The power supply was returned to the resmed technical services in (B)(4) and an evaluation was performed. The evaluation determined that the power supply was defective. The customer was given a replacement power supply to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that the power supply in an astral device was not providing power. The device was not in use when the fault occurred, therefore, there was no patient involvement.